Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The product was reported to be discarded/unavailable.

Event description:
Brush attachment broke off while brushing [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via letter on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills precision clean broke off multiple times. She reported the brushes had not been used that often, and this was happening after using it only 3 to 4 times. No symptoms were reported. Relevant history: none reported. No further information was provided.